Event description:
The user facility reported that the terumo needle was broken at the root during treatment, and it remained in the patient's body. An MRI was not conducted. The current patient condition is unknown. The needle was punctured to the upper sacral region. The doctor made attempts to find out the remained needle. However, it was not found. The event occurred intra - operative. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury. Additional information received on 26 aug 2022: the procedure performed when the needle broke was a nerve block injection (local anesthesia) to the upper sacral region. The needle was inserted directly into the patient for local anesthesia. We presume that it was used connected to the syringe for injecting anesthesia. The current condition of the patient since the broken needle will no longer be removed from the patient as this was not found during the doctor's attempt has not changed. There is no plan scheduled for additional treatment for the remaining needle fragment. Additional information received on 31 aug 2022: it has been confirmed that the remained needle was still in the patient body and has not yet removed.

Manufacturer narrative:
Expiration date: 2026-12. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. Occupation: doctor/director of clinic. The actual sample was not available hence we could not provide detailed information on its actual condition. The cause of the complaint could not be identified to be related to our product or production process. Our cannula complies with iso 9626, particularly on stiffness and breakage. Retention samples were visually inspected and confirmed free from cannula defects such as dents, scratches, bent/tilted cannula, and damage to the cannula that might cause breakage. Lot history files revealed no related machine troubles, nonconformity, or any irregularities encountered that could lead to the complaint. In addition, we have a series of visual inspections during in-process and qc outgoing wherein samples were visually checked for any damage to the product. (B)(4).